Event description:
Post index procedure, the patient experienced a lateral non-q wave myocardial infarction with elevated enzymes. The patient was initially admitted with stable pectoris in 2007. The patient had target lesions in the mid right coronary artery (rca), proximal rca, distal circumflex artery and posterior descending artery. The mid rca was type c, de novo, irregular and moderately calcified with 90% stenosis. The lesion was 25mm in length and had a vessel diameter of 2.5mm. The proximal rca was type c, de novo, irregular and moderately calcified with 80% stenosis. The lesion was 25mm in length and the vessel diameter was 2.5mm. The distal circumflex was type b1, de novo and smooth with 80% stenosis. The lesion was 15mm in length and had a vessel diameter of 2.75mm. The posterior descending artery was type b1, de novo and smooth with 80% stenosis. The lesion was 12mm in length and had a vessel diameter of 2.5mm. The patient had a 2.25 x 28mm cypher select plus stent implanted in the mid rca at 16atms, a 2.5 x 28mm cypher select plus stent implanted in the proximal rca at 16atms, a 2.75 x 18mm cypher select plus stent implanted in the distal circumflex at 12atms and a 2.5 x 33mm cypher select plus stent implanted in the posterior descending artery at 14atms. The patient's medications include the following: aspirin (prc, intra and post procedure), ticlopidine (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), heparin (intra procedure) and beta-blockers (pre and post procedure).

Manufacturer narrative:
Please note: this cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01315 and 9616099-2007-01317. Additional information will be submitted upon 30 days of receipt.